Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, after the introducer was inserted into the patient, and negative pressure was applied for flushing, a blood leak was noted from the hemostasis valve. The shealth was replaced and the procedure was completes with no adverse patient consequences.